Manufacturer narrative:
The customer was provided instructions to return the device to bench repair; however, the customer did not return the device for evaluation. The cause of the reported allegation is unable to be determined. H3 other text : device not returned.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported there is speaker malfunction within the box and there is no audible sound. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.